Event description:
Event description: several medications were administered to the patient using the simple suspension method. Occlusion alarm in the syringe driver activated at 2:00 pm on (B)(6) 2014. A nurse tried to flush the feeding tube using 10ml syringe, but water did not go down. She called a physician. One and a half hours later, he arrived and attempted to flush the feeding tube, but his attempt failed. He found the tube broken and retrieved the broken piece using endoscopy.

Manufacturer narrative:
One nasogastric tube was returned in two pieces. The nasogastric tube ballooned and broke into two pieces. This failure is consistent with excessive pressure used to flush a tube with an occlusion. The instructions for use say to flush the tube thoroughly between feedings and after medications and warn not to use vigorous force when flushing the tube.